Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received from the patient that the ICD was explanted three months later due to the previous reported issue. The ICD was replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement time (ert) earlier than expected due to a high charge time. No adverse patient effects were reported and the device remains in service.